Manufacturer narrative:
The t:slim g4 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an incomplete bolus alert. Tandem technical support verified that the customer attempted to deliver a bolus and did not confirm bolus delivery. The customer's blood glucose (bg) level was 257 mg/dl. The customer delivered a correction bolus to address bg level. The customer reported bg level had decreased to target level.